Manufacturer narrative:
Liebel flarsheim technical support helped facility biomed troubleshoot the problem to the 24v dc power supply. The power supply was replaced and the table motion was corrected.

Event description:
On 11/16: customer reports (B)(6) female having a retrograde cystogram with cystoscopy under general anesthesia. During procedure the table stopped movement. Table was in the horizontal position so pt was not moved to another room. Physician did not perform the retrograde cystogram, but completed the cystoscopy procedure. No negative outcome to pt. No reported injury.